Manufacturer narrative:
(B)(4).

Event description:
The customer reported clear fluid leak (20 mls) inside the coulter - coulter lh 500 hematology analyzer instrument that leaked onto the counter. The fluids that may be associated with this incident are blood, controls, diluent and clenz. The customer was wearing personal protective equipment (ppe) consisting of a glasses, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) found the tubing nc (normally closed) at pv 43 cut. The fse performed the followings: inspected and changed all tubing on the main dilutor panel. Changed tubing on the backwash module (pv 49) and the rear triple pinch valve on the cbc module. Replaced count tube on rbc bath to the top isolation chamber (build-up around the fitting, moist). Moved tubing at all other pinch valve locations. Performed verification. Cut tubing at pv43 was the cause of the leak.